Manufacturer narrative:
B3 date of event was estimated based on the aware date as the date was indicated as unknown. E1 initial reporter first name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with coronary artery disease. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, the device failed to cross the lesion, and when inflated at 20 atmospheres, the balloon burst. The procedure was completed with an alternate device. No patient complications were reported.